Event description:
It was reported that this patient with this pacemaker experienced premature ventricular contractions (pvc) which were being blanked and a pvc paced on a t wave which put this patient into ventricular tachycardia (vt). Boston scientific technical services (ts) suggested reprogramming options. This device remains in service. No adverse patient effects were reported.